Event description:
The pt presented with an iliac aneurysm, located at the origin of the hypogastric, which was embolized. A gore hemobahn endoprosthesis (pa-13-10-02) was inserted in a 12 fr introducer sheath over a 0.025" guidewire, not a stiff guidewire was used. However, the device failed to pass through the sheath. The sheath and the device were withdrawn. Following removal, the physician attempted to again pass the device through the 12 fr sheath outside the pt; however, also without success. A 14 fr sheath was used to advance the device (same device). The device was positioned at the target site and the device was deployed. Attempts to withdraw the catheter following deployment of the device were unsuccessful. The distal tip of the catheter remained attached to the endoprosthesis. The physician attempted to explant the device and the catheter, but due to the pt's anatomy and bleeding from the aneurysm, a surgical vascular graft was implanted as a cross-over from the contralateral iliac artery, bypassing the aneurysm. The iliac artery was permanently clamped proximally and the device and a portion of the catheter were left in place. The pt was fine at the end of the procedure.

Manufacturer narrative:
A review of the mfg records was conducted. The review of the mfg records verified that the lot was processed normally and pre-release specifications were met. Angiographic images were returned and reviewed. Retrospective review of the returned angiographic images was inconclusive as to any cause for the reported event. The investigation is currently in process.